Event description:
Was fitted for new contact lenses at (B)(6). On a friday night. The lenses were coopervision avaira toric soft contact lenses. I became concerned and complained multiple times the lens in my left eye had become blurry about 7 minutes after I put them on my eyes. My concerns were brushed off by the sales staff who was working on a pair of glasses I wanted to order. I was told that it takes a while for your eye to get used to astigmatism and this was why my eye was blurry. As the level of blurriness increased and my vision became more hazy, I repeated my concerns, asking to speak to a dr. All had left for the evening. I remember describing my vision like being in an oil painting and things were pastel, fuzzy. I took the contacts out at this point because I knew I couldn't drive home with impaired vision and I suddenly realized it was my eye, not the contact that was blurry. I was told they would see me in the morning if I needed a new exam. I persisted, panicking with concern at my loss of vision to speak to a dr. Immediately. The dr. Told the girl to flush my eye and asked if anything was in it. I had to leave as the store was closing and I tried to drive but couldn't safely do so and pulled over to call my parents. After about 2 hours, my vision was getting better and I was able to drive home. When I got home I decided to look up what had happened online and by google I discovered the coopervision recall. The #1-800 number for coopervision was not open 24 hours and it was after 10 p.m. Since the number was shut down I decided it was urgent that I go to the ER to ensure I didn't need to have my eye flushed and that the contact had not caused permanent damage to my eye sight. I called (B)(6) on (B)(6) 2011 to discuss what happened and they told me that they had fished my contact lens cases out of the trash and they were not involved in the recall. First I was told they were not aware of a recall - then I was told they were aware but that it was voluntary and the lots they had were not impacted. They told me I could deal with coopervision directly and I should not be calling them.